Event description:
It was reported that "during a laryngoscopy, the extremity [lower jaw] of the pliers has suddenly broken. The fragment could not been retrieved despite the search; a radiology check has been asked. No immediate patient impact after surgery. A post-operative clinical surveillance and radiology check have been carried out. The fragment has not been detected during the radiology. The surgeon supposes that it has been sucked during the surgery. The patient has left the hospital without consequences."

Manufacturer narrative:
(B)(4). Analysis results: the device was received by the quality engineer for instruments. Examination found the lower jaw was observed to be broken at the bottom. A close look on the fracture area has not highlighted any material defect or corroded area. It was noted that the instrument is slightly over bent compared to the factory reference and some traces of impacts have been observed on the remaining part of the broken jaw. The absence of corroded zone or material defect on the breakage zone indicates that the fracture has been sudden. We can reasonably suspect that the breakage or the preceding damage is due to an excessive tightening or an attempt of tightening a hard or too thick surface or during the reprocessing of the instrument. This product is used for therapeutic purposes. Device description: an ear, nose, and throat manual surgical instrument is one of a variety of devices intended for use in surgical procedures to examine or treat the bronchus, esophagus, trachea, larynx, pharynx, nasal and paranasal sinus, or ear. It is the responsibility of the surgical team to select the appropriate instrument for each case check the condition of instruments before and after each case. Remove from use any incomplete or poorly operating instruments. Do not bend, pry, or use excessive force, breakage or failure of the instrument could occur resulting in possible harm to the patient or user. Inspect components for any damage before and after each use. If damage is observed do not use the instrument until it is repaired. After cleaning and sterilization, verify functionality prior to re-use.